Event description:
New information notes that programing changes and bringing the patient back to assess the capture was recommended. Further investigation found the capture anomaly to be caused by bigeminy pvcs. No revision was performed and lead remains implanted. Patient condition is stable.

Event description:
It was reported that suspected no capture in the ventricle was observed. No further information available